Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the aortic dissection is unknown but appears to be related fragile tissue secondary to chronic steroid use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during the transfemoral tavr procedure, the patient sustained a right coronary ostium perforation and aortic dissection. Revival attempts were performed but were unsuccessful and the patient expired on the table. After valve deployment, the patient became irreversibly hypotensive. Tee revealed large pericardial effusion. The patient was very unstable and the decision was made to place the patient on cardiopulmonary bypass. Successful femoral bypass cannulation with flows of 4.5 l/min. The surgeons performed a sternotomy to begin looking for the cause of the effusion. The surgeons discovered a thoracic aortic dissection of unknown origin that traveled through the ascending aorta and down the descending aorta. The left groin also developed a dissection as femoral cannulation became insufficient. A vascular surgeon was called in who began trying to repair the groin. Flows from the cannula dropped to approximately 1.0 l/min, as it was suspected the dissections were causing this. Cannulation was then moved to the ascending aorta, and the same problem occurred. The surgeons were unable to find or repair the dissections. After 2 hours the patient's family asked for all efforts to be discontinued. The patient expired on the table. Afterwards, the surgeons were able to locate what they feel to be the cause; superior stent strut point had perforated the superior portion of the right coronary artery ostium.